Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to decreased therapeutic effect and increased pain in the anus and right calf. The healthcare provider was not certain this pain, the pt reported, was related to the ins. There was no injury to the pt.

Manufacturer narrative:
Lead model 3778-60, lot # v701868003, implanted: (B)(6) 2011, explanted: unknown. Analysis of the implantable neurostimulator found no anomaly. There was good stable output on all electrode pairs as received, and all electrodes referenced to one electrode. Analysis of the extension model 3708240 found no significant anomaly. The product was segmented. The distal segment was connected to the proximal end of a 3998 lead. Continuity was acceptable and there were no shorts between circuits. Analysis of the lead model 3998 and lead model 3778-60 found no significant anomalies. The outer insulation was cut on the 3998. The 3778-60 was segmented. The 3998 was returned connected to an extension and the 3778-60 was returned connected to the ins. Continuity was acceptable on both leads. Analysis of the first silicone anchor found no anomaly. Analysis of the second silicone anchor found the titan anchor had separated.

Manufacturer narrative:
(B)(4).